Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;d9;g3;h2;h3;h4;h6 the following section was corrected: catalog number d4 the product was returned and evaluated. A visual examination of the returned product identified wear marks on the shaft of the device and near the fracture site. The tip of the device had fractured. Review of the device history records identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the positioning guide rod broke when tightening onto the shell.the event happened during an initial surgery. Surgical technique was utilized. There was no patient impact. There were no medical or surgical interventions. There was no surgical delay and no surgical complications. Foreign body was not retained. No additional information available.